Event description:
The prismaflex went into "malfunction communication error" after 24 hrs of a non-problematic run during treatment. The prigmaflex was set in cvvhdf and the pre-blood pump was used for citrate anticoagulation. Nurse rebooted the prismaflex and it went into scale zero malfunction, which immediately lead to "general system failure". The pt blood loss was 230 ml.